Event description:
It was reported that the patient had surgery because implantable neurostimulator (ins) started ¿coming out.¿ the patient was on ¿mega drugs¿ and did not remember the time frame for the surgery. The patient was no longer on ¿mega drugs¿ but took aleve. Additional information was requested but was not available at the date of this report. Please refer to mfg. Report # 3004209178-2013-14682, as the patient had multiple surgeries with this system. The fore mentioned report pertained to a ¿short in a wire¿ that was revised.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-75, serial # (B)(4), product type lead. (B)(4).

Manufacturer narrative:
Product ID 37743, serial# (B)(4). Product type programmer, patient product ID 37752, serial# (B)(4). Product type recharger, product ID 3778-75, serial# (B)(4). Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-jan-16 reporting that the ins was removed about 3 years after implant and the leads remained implanted. The patient would be getting an unrelated MRI. No further complications were reported.